Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device history record, documentation, drawing, specifications, quality control, functional testing and visual inspection of the returned device was conducted during the investigation. One used advance 18lp low profile balloon catheter was returned for examination. Three cracks were noted on the balloon port of the hub. An attempt was made to inflate the balloon. The balloon would not inflate due to the cracks in the balloon port. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information and device evaluation, a definitive root cause cannot be conclusively be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). PMA/510(k) #: k130293. The event is currently under investigation.

Event description:
It was reported that during a lower leg angiogram procedure using an advance 18 low profile balloon catheter, the hub of the catheter separated. No unintended section of the device remained inside the patient's body. Another device was used to complete the procedure. There were no adverse effects on the patient reported due to this occurrence.